Manufacturer narrative:
Additional information: d9, h6 (update codes), h11. H11: the actual device was received for evaluation. Visual inspection of the returned sample showed dark particle spot, measured to be 0.30mm embedded outside of the white connector. The reported condition was verified. The cause of the condition is possibly inherent to contamination during the manufacturing or packaging process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented micro-volume inlet had foreign matter at an unspecified location. This was observed before use. There was no patient involvement. No additional information is available.